Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citations : health technology assessment .vol. 28 no. 40. Https://doi.org/10.3310/yktw8402.

Event description:
Title : cerclage suture type to prevent pregnancy loss in women requiring a vaginal cervical cerclage: the c-stich rct the aim of this study was to examine the effectiveness of using a monofilament suture material as opposed to a braided suture material on pregnancy loss in women requiring a vaginal cervical cerclage. A total of 2049 women were randomised, after withdrawals and loss to follow-up, data on 1005 women in the monofilament group and 993 women in the braided group were included. The commonest types were ethilon for a monofilament suture and mersilene® for a braided suture. Ethilon is a non-absorbable, sterile surgical suture composed of the long-chain aliphatic polymers of nylon. The reported complications included cervical laceration (n=7), bleeding from cervix (n=68), ruptured membranes (n=2), cervical tears (n=28), difficulty in removal (n=404), and need for anaesthetic (n=675). In conclusion, there was no evidence of a difference in pregnancy loss between a monofilament suture and a braided suture.